Manufacturer narrative:
A .018 5x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure balloon catheter ruptured approximately at 10 atmospheres (atm). Therefore, it was replaced with a same size new high pressure non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was a venous localized 95% stenosis near the anastomosis of the left forearm shunt. A 4f high flow non-cordis sheath was inserted in the vein. After a 0.018-inch unknown guidewire crossed the lesion, the slalom thrill balloon catheter was inserted and inflated at the stenosis part. The device was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 17768148 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. With the limited amount of information provided and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case and the lesion was described as having 95% stenosis. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A .018 5x4 40 slalom percutaneous transluminal angioplasty (pta) high-pressure balloon catheter ruptured approximately at10 atmospheres (atm). Therefore, it was replaced with a same size new high pressure non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was a venous localized 95% stenosis near the anastomosis of the left forearm shunt. A 4f high flow non-cordis sheath was inserted in the vein. After a 0.018-inch unknown guidewire crossed the lesion, the slalom thrill balloon catheter was inserted and inflated at the stenosis part. The device will not to be returned for analysis because it was discarded in the hospital.